Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Original surgery don (B)(6) 2020. Right hip revision. Stem subsided - frequent dislocations. Did the patient experience a post-op device malfunction? --> unknown, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> unknown, did the patient require revision surgery or hardware removal? --> yes, was device explanted? --> false, did patient require revision surgery? --> false, patient status/ outcome / consequences --> unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, (B)(4). Device property of -->none, device in possession of -->none, (B)(4). Device property of -->none, device in possession of -->none, (B)(4). Device property of -->none, device in possession of -->none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.--> true.

Event description:
1. Is it a case of dislocation between the ceramic head and serf liner? Answer: the disassociation of the ceramic head and serf liner, as well as subsidence of the femoral stem is what led to dislocation. 2. Context: traumatical event? Fall? Answer: there was no traumatic event that was brought to my attention. 3. It was mention "frequent dislocations", can you please provide historical data on this. Answer: the patient experienced multiple dislocations. I am not sure of the exact number, or when they occurred. 4. Please provide x-ray. Answer: I do not have access to the x-ray.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (patient). H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the injury (e20). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: g1 and h6 (device). From implant dislocation to implant disassociation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.